Event description:
It was reported that during procedure, the subject stent did not deploy as expected and it was re-sheathed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.